Event description:
The customer reported getting a red x / therapy knob failure, and the device shutdown after a couple of minutes.

Manufacturer narrative:
(B)(4). The customer reported getting a red x / therapy knob failure, and the device shutdown after a couple of minutes. The device was evaluated at philips. The evaluation reports show the red x and therapy knob failure resulted from a user error in running the opcheck. The shutdown symptom was not duplicated. The device was returned to the customer after passing all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.